Manufacturer narrative:
One device was returned for evaluation. Visual inspection found all labels intact. It was observed that the battery door was missing. A review of the event history log found multiple "high pressure" messages. Function and occlusion testing was performed and was unable to verify the reported issue. The results of the testing were within specifications. It was observed that fluid ingression occurred on the downstream occlusion sensor, which did not affect the reported concern. Based on the evidence, a root cause was unable to be determined.

Event description:
Information was received indicating that this ambulatory infusion pump failed pressure tests. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.